Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic rectum resection procedure. The surgeon tried to fire the manual stapling handle, however, could not. The procedure was completed with another device. There was no patient harm. The status of the patient is no problem. No reinforcement material was used.